Manufacturer narrative:
4.2 causes for the lower shuttle jaw to have moved when subjected to a misload force: 7.2 a means to prevent any movement of the lower jaw after the jaw set-up calibration (such as an epoxy bridge) has been developed and qualified to mistake proof the assembly and eliminate the need to continue to perform the "shin screening" in future production.

Event description:
Pump reported to underinfuse during a routine biomed checkout. No pt involvement.